Event description:
It was reported that safe clip is not clipping during use with an unspecified bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: since dec / 2019 (date not exactly) presents difficulty with safe clip, since when entering the needle in the hole it has no space and it looks like it had lost the edge.

Manufacturer narrative:
H.6. Investigation summary customer returned (1) bd safe clip from lot # 7177532. Customer states that when entering the needle in the hole it has no space and it looks like it had lost the edge. The returned sample was examined and exhibited the cutting hole blocked with needles and other material. Cannula were not able to be cut using the returned safe-clip. The likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. According with the DHR review the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description the likely scenario is that the safe clip is full, has been used over time, and there is no room to store additional cannula. This usually results after normal use of the product and is therefore not confirmed as a defect. At this point the user should dispose the safe clip correctly as he or she would for any full sharps collector/container. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
H.6. Investigation summary no samples were returned therefore the investigation was performed based on the photos provided. Two photos of a shelf carton for a bd safeclip from lot 7177532. Consumer reported when entering the needle in the hole it has no space and it looks like it had lost the edge. The two provided photos were examined, however, no evidence of manufacturing defect were observed. A photo of the safeclip device was not provided, therefore, the alleged issue could not be confirmed and root cause could not be determined. According with the DHR review, the problem ¿not clipping¿ has no nhb assembly process relation, all samples of safe clip disposable cutter (USA) passed functional test (sample plan c=0, aql=1). Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that safe clip is not clipping during use with an unspecified bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: since dec / 2019 (date not exactly) presents difficulty with safe clip, since when entering the needle in the hole it has no space and it looks like it had lost the edge.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. "A lot number was provided, based on that information and product information the most likely medical device information is as follows: medical device manufacturer: (B)(4) is an OEM manufacturing site. Medical device catalog #: 328235. Medical device lot #: 7177532. Medical device expiration date: n/a. PMA / 510(k)#: 00382903282357. Manufacturing location: (B)(4) is an OEM manufacturing site." Device manufacture date: 2017-07-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that safe clip is not clipping during use with an unspecified bd safe-clip¿. The following information was provided by the initial reporter, translated from spanish to english: since dec / 2019 (date not exactly) presents difficulty with safe clip, since when entering the needle in the hole it has no space and it looks like it had lost the edge.